Event description:
A customer contacted beckman coulter inc., (bci) regarding an accutni result in the risk stratification range generated by the access 2 immunoassay system for one patient. The result was reported out of the lab. Upon repeat testing on this and on a different instrument the results were in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample is plasma. A system check performed on (B)(4) 2010 was within specifications. A field service engineer (fse) was dispatched: the fse inspected hardware and performed a system check which met specifications. No hardware issues were noted. No clear root cause could be determined for this event.